Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer was found unresponsive with elevated blood glucose levels, transported to the hospital, and subsequently passed away on (B)(6) 2023. Multiple attempts were made by tandem technical support to obtain additional information; however, no information is available. At the time of this report, pump data is not available for review.